Event description:
This is a newborn male who died after 2 hours and 45 minutes from the time of delivery. Mother was admitted at 3:05 a.m. On 7-15-96 at which time she was afebrile with normal vital signs and the fetal heart rate was 140. Pitocin was started. The delivery was assisted with the use of a vacuum pressure cup extractor applied to the occipital scalp. There is a report that several applications were required. The baby cried immediately after delivery but was flaccid. It was reported that the apgar was 4 at 1 minute, 6 at 5 minutes. The child was intubated and ventilated and was to be transfered and died in the presence of the transfer team. Appearance of the body is that of an infant male, normally developed. Weight 7 pounds 3 ounces, 7.1875 pounds, 3.267 kilograms. The cord and membranes are slightly meconium stained. After removing the cord and membranes, the residual placental disc weighs 590 grams which is normal. On serially sectioning, no focal lesion is seen. The baby, on examination, is normally developed, but the face is broadened and expanded with the ears actually recessed due to a very large deep scalp hematoma and, on making the main incision and resecting the scalp, the scalp hematoma measures 2 cm posteriorly, 1 cm laterally at the site of insertion of the ears and 5 mm or 1/2 cm anteriorly on the upper forehead. The hematoma extends all the way to the eyebrows down to the insertion on the neck, extends into the temporal area laterally both anterior and posterior to the ears and anteriorly down to the zygoma. It greatly expands the width of the face thus, that the normal appearance of a slender face is distorted, giving it a wide appearance. The skull cap is then removed and the meninges are normal. There is no subdural hemorrhage. There is no intraventricular hemorrhage, no subarachnoid hemorrhage. The brain is removed in the usual manner and sectioned and the brain appears normal. The meninges are translucent. Reporter has made an attempt to estimate the amount of clot present in the deep scalp hematoma. The caput as appears grossly as solid blood, but, undoubtedly, there is an edematous portion to the caput posteriorly. Thus, it would be reasonable to subtract 40 cc for the caput resulting in an estimated volume of hematoma of 222 cc. Blood volume in an infant is estimated at 78-86 cc per kilo with a mean of 82 cc per kilo. The child's weight is 3.267 kilo; thus, estimated blood volume of child is 267.32 cc. One could, therefore, surmise that most of blood volume has passed into the hematoma. In the course of autopsy there was very little blood remaining in the body. Final diagnoses: use of vacuum extractor to assist delivery by history, hemorrhagic disease of the newborn, large cephalohematoma, acute chorioamnionitis and meconium stained membranes and normal fetal developement. Cause of death: hypovolemic shock due to large cephalohematoma due to hemorrhage disease of newborn. (*)